Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic sigmoid procedure, the surgeon placed the anvil into proximal bowel. The stapler was placed in distal bowel through rectum and was connected to the ancillary trocar (it clicked). Another surgeon fired the stapler and it "fired fine." The surgeon who fired device had discussion with primary surgeon about the 3/4 turn vs. 2 full turns to removed the device. The firing surgeon had difficulty removing the circular stapler after it was fired. A leak test was performed and a leak was discovered. The patient was opened and then a proximal and distal transection was performed to remove the anastomotic site from first circular stapler firing. Another device was used and fired by a third surgeon. This device "fired fine." This device was removed, a leak test was performed, and there was no leak. The patient is doing well at this time.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what is the patients current condition? Doing well but surgeon wasn't happy about having to "open". What confirmation did the surgeon receive that the anvil was firmly attached? A click was heard when attached. When the device was fired, where was the indicator within the green zone/gap setting scale? Yes in the zone. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device?yes, no additional information were any unformed or malformed staples observed? If yes, where were they located? What prior experience does the surgeon have with the circular staple? Was there audible and tactile feedback from firing the device? Where was the leak identified? Yes was it located at the staple line? Yes. What events led to the decision to convert to an open procedure? Leak.